Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 534 mg/dl. Customer was hospitalized for diabetic ketoacidosis. Customer had symptoms such as pain and cramping. Customer was wearing insulin pump at the time of hospitalization. Customer declined to check for presence of leaks or air bubbles in the tubing. The insulin pump was not returned for analysis.